Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon said the imaging system was inaccurate. The prone position and mis case with the perc pin l4-l5 the depth was off about a cm. It was off with all instruments, the passive planer ball and navlock with tap. They aborted navigation. They could've moved the frame. There was no impact to the patient or delay to the procedure.